Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue (inability to raise grippers) appears to be due to the gripper line break; however, a cause for the gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and the suspected gripper line break. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The clip was advanced, and grasping was performed, when attempting to reposition the clip, it was observed, that the gripper arms stayed down, they could no longer be raised. A gripper line break was suspected. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.